Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the batch/lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the atrioventricular node ablation procedure, it was noted that communication issues resulted in the procedure being cancelled with no adverse consequences to the patient. The sheath had been advanced and a his catheter placed into the right atrium. It was noted there were issues with intermittent disconnection on the workmate claris amplifier and it was not possible to obtain clean ablation signals despite alteration of multiple input/output cables. The physician decided to cancel the procedure due to lack of confidence in having egms throughout the entire case. Later, it was determined that replacing the ECG cable resolved the issue. There was no adverse consequences to the patient.